Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number: 23283 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. External visual inspection of the electrical handle segment showed blood inside coaxial connector. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 23 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice#: 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection). Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. During inspection of the handle segment, blood/liquid was observed inside handle. In conclusion, the reported issue (detection of blood) was confirmed and the balloon catheter failed the returned product inspection due to a bond detachment at outer balloon proximal bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled, immediately after deflation. When attempting to retract the balloon into the sheath, it was crumpled and could not be pulled in. While preparing the manual retraction kit, the physician attempted to press continue, but the system notice remained, and inflation was not possible. Using the slide lever, the balloon was successfully extended and stored. Blood was drawn up to the connection part between the coaxial cable and the catheter, so both were replaced which resolved the issue. The case was completed with cryo.

Manufacturer narrative:
Product ID: 203cx product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.